Event description:
Clinical report states dislocation but does not mention surgical intervention. Further follow-up discovered the pt had recurrent dislocations, no revision just popped back into place. Eventually the pt was revised to a constrained liner.